Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: this is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a box of an ets-flex 45 device and the box can be seen several damaged. The second photo shows a package with the tyvek damaged from outside to inside compromises sterility. This condition was likely caused due to damage the box. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Event description:
It was reported that the customer received a defective product. Stated there was a hole through the packaging. No patient consequences reported. No further information is available.